Event description:
Perforator was being used in a craniotomy. It did not stop spinning and plunged into the brain.

Manufacturer narrative:
Per hospital contact (B)(6), no patient injury occurred and the surgery was able to continue and was completed successfully with no long term patient effect. Manufacturer is attempting to have user facility return device. Once device has been returned, it will be evaluated and a follow up report will be completed.